Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2011, the drain volume was 460 ml which occurred during cycle3. This meets overfill criteria. No patient symptom, injury, or medical intervention was reported by the customer.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The cause of the pediatric iipv found in the logs was determined to be insufficient drain due to use error; clinician inappropriately set caution: negative uf limit (negative uf alarm) too high (at 60%). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.